Manufacturer narrative:
Further good faith efforts have yielded additional information that would append the previous clinical assessment disposition. A sequence of events was provided that stated one hour after being on the device, the patient's heart rate increased from the usual 60-90 bpm to between 160-170 bpm. Bisono tape was applied and the patient recovered. Based on information available at the time of this review, there is sufficient evidence to pronounce this event as serious injury, as defined in 21 cfr 803.3(w). There was no allegation that the device caused or contributed to this event as no malfunction was reported. This pr continues to travel with (B)(4). The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Based on available information at this time, the alleged heart rate increase to between 160-170 bpm is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death.

Event description:
The manufacturer received information alleging that a ventilator inoperative alarm sounded when a patient was disconnected to exchange an hme while another trilogy evo device (sn (B)(6)) was in use. The patient was subsequently placed on this trilogy evo device (sn (B)(6)), and approximately one hour later developed tachycardia with a heart rate between 160 and 170 bpm. The patient's normal heart rate is reported to be 60 to 90 bpm. It is the medical evaluator's belief that the tachycardia may be related to the event that occurred with the original device, however, this cannot be confirmed. The tachycardia persisted until bisono tape was applied. The patient recovered without further inter, and the heart rate returned to normal. The clinical assessment states that 'further good faith efforts have yielded additional information that would append the previous clinical assessment disposition of non-serious injury. A sequence of events was provided that stated one hour after being on the device, the patient's heart rate increased from the usual 60 to 90 bpm to between 160 to 170 bpm. Bisono tape was applied and the patient recovered. Based on information available at the time of this review, there is sufficient evidence to pronounce this event as serious injury, as defined in 21 cfr 803.3(w). There was no allegation that the device caused or contributed to this event as no malfunction was reported. This pr continues to travel with (B)(4). The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Based on available information at this time, the alleged heart rate increase to between 160 to 170 bpm is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death.' The device will not be returned for evaluation due to the belief that no malfunction has been reported with this device. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of this investigation or impacts the associated medical device reporting, a supplemental report will be submitted.